Event description:
It was reported a dissection occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 3mm x 38mm target lesion was located in the mildly tortuous left anterior descending (lad) artery. While advancing a 3.0mm x 38mm promus elite drug-eluting stent, resistance was encountered. Following stent deployment, a dissection was noted at the distal part of the artery. A 3mm x 16mm promus elite stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable. There is no other information available regarding the patient medical history or concurrent medical conditions.

Event description:
It was reported a dissection occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 3mm x 38mm target lesion was located in the mildly tortuous left anterior descending (lad) artery. While advancing a 3.0mm x 38mm promus elite drug-eluting stent, resistance was encountered. Following stent deployment, a dissection was noted at the distal part of the artery. A 3mm x 16mm promus elite stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable. It was further reported that the lesion was predilated with two semi compliant balloons, first a 2.5mm and then a 2.75mm, with less than 50% residual stenosis. The promus elite stent was deployed at 12 atmospheres for 25 seconds. The patient had a medical history of diabetes and hypertension.